Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had video clutter, stripes and discoloration in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur and no image is displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed, the fiber bonding in the outer tube area (distal end) is damaged, the video cable is broken and the connector (llk plug) of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur and no image is displayed. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. As for the connector (llk plug) of the video cable section contains foreign material, it is likely the following led to the malfunction: the most probable cause is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.